Manufacturer narrative:
(B)(4). Additional information: double feed. The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed 4 remaining clips as intended. However a double feed occurred causing 2 malformed clips, then the device locked out as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. It could not be determined what may have caused the double feed incident. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a hepatectomy procedure the doctor used the new ligamax5 (el5ml). The clip didn¿t clamp the vessel closely. He tried to use a new clip, but result was the same. No patient consequences reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.